Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was clots/fibrin clots. This event affected 367 devices. The following information was provided by the initial reporter. The customer stated: "when the sample was taken and the tube filled, the blood immediately clotted and it was not possible to obtain the clotting time."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-mar-2022. H6: investigation summary. Bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 5.00mg ¿ 6.11mg for catalog 363080. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The citrate tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was clots/fibrin clots. This event affected 367 devices. The following information was provided by the initial reporter. The customer stated: "when the sample was taken and the tube filled, the blood immediately clotted and it was not possible to obtain the clotting time.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was clots/fibrin clots. This event affected 367 devices. The following information was provided by the initial reporter. The customer stated: "when the sample was taken and the tube filled, the blood immediately clotted and it was not possible to obtain the clotting time."